Event description:
As reported by the patient¿s attorney, a protegen sling (MFR report #3005099803-2014-01583) and a vesica sling system (MFR report #3005099803-2014-01580) were implanted into the patient on (B)(6), 1998. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.